Manufacturer narrative:
(B)(4). The evaluation of the returned device is complete. Visual inspection noted a ruptured reservoir. The reported condition was verified. The ruptured reservoir was microscopically examined, and a marking located on the exterior surface of the reservoir was observed near the rupture line. Three companion samples were also returned. A functional test was performed on the companion samples by manually filling them with 30 ml of water. During and after fill, no evidence of rupture was observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor reservoir ruptured. This occurred after 20 to 30 ml of an unknown drug was manually filled with a syringe. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.